Manufacturer narrative:
Returned device was received in decent physical condition though it had a cracked and leaking tank cover and discolored pole clamp. During the evaluation of the device the float switch was working fine. The issue was confirmed and found to be the seating between the microswitch and the temp check or disposable. This was determined to be user error. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer's water level sensor was not working. There were no reported adverse events.